Manufacturer narrative:
Other relevant device(s) are: product ID: b I-500-01026, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that they could not select the navigation system they were communicating with on the imaging system. A reboot of the navigation system did not resolve the issue. They rebooted the mobile viewing station (mvs) and they received a green line of communication. There was a reported surgical delay of less than one hour. No patient impact was correlated with this event.